Event description:
It was reported that there was difficulty in removing water from the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Visual (photo sample): three photos were received. The first one shows an overview of the three-way catheter and syringe, the second photo is a close up to the deflated catheter balloon and tip and the last photo shows a note in native language. Visual: received 1 all silicone foley catheter with syringe. The catheter balloon was inflated with the returned syringe with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100 ml distilled water) with the returned syringe and no leaks were observed. Balloon concentricity was observed to be 80:20. The returned syringe was connected, and it was able to return the 10 ml with no issues or cuffing in 2 minutes and 8 seconds. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty in removing water from the catheter.